Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Therefore, the problem could not be confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient experienced numbness in feet and legs and peritonitis, coincident with therapy for automated peritoneal dialysis (apd). The patient was hospitalized for the peritonitis, which manifested as abdominal pain. As a result of the numbness, the patient began falling. The patient was treated, for three weeks, with cefazolin (dose, frequency, and route not reported) for the peritonitis. Treatment for the numbness is unknown. On a later date, the patient recovered from the peritonitis and was discharged from the hospital.